Manufacturer narrative:
The customer did not have any blood sample available to send to immucor for testing, however the customer sent copies of the blood sample testing worksheets on (B)(6) 2017, via fax method, to immucor technical support for assessment.

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly negative antibody screen when tested by manual test tube method with reagent red blood cell antibody screening cells, when tested on (B)(6) 2017.